Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient turned the scs system off months ago and was trying to connect. The patient and a company representative were unable to connect to the ipg with message displayed as "cannot connect to generator. A company representative contacted technical support and reported the ipg was recovered with therapy restored for the patient.